Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor 3/24/2016, electrode belt 8/19/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. Review of the patient's download data revealed that prior to passing, the patient received one inappropriate treatment from the lifevest. At 15:47:08 , the patient received the treatment. The patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was asystole with CPR and motion artifact. CPR artifact contributed to the false detection. The patient remained in asystole with CPR and motion artifact until the device was shutdown at 16:01:13. The patient was reportedly taken to the hospital where they passed away. There is no indication that the lifevest caused or contributed to the patient's passing as the patient was already in a non-life-sustaining rhythm prior to the treatment.